Event description:
It was reported that the neonatal intensive care unit nurse had alarm that stopped the arctic sun device, nurse restarted and wanted to confirm device was working. Mis walked through checking event log alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature). Nurse had issues with the esophageal probe earlier due to baby seizing. Patient temperature was 33.5c, target temperature was 33.5c, flow rate was 0.9lpm, checked system diagnostics, all within normal limits. Mis walked nurse through removing porthole flange, padding the porthole, straightening pad lines, and decreasing tension on fluid delivery line. Flow rate up to 1.1lpm. Mis advised device appeared to be working appropriately. Per clarification received on 24jan2023, baby was having seizure activity. Per customer via phone on 24jan2023, it was reported that the esophageal tube could not read the temperature. Patient was seizing. An electroencephalogram was done on the patient and then the patient was sedated. Patient then was able to continue with therapy. Male patient between 7 and 10 pounds. Per customer via phone on 27jan2023, it was reported that the baby was sedated in order to continue having therapy due to the baby having seizures. It was male child 7-10 pounds. Therapy was completed with the same device and did not go to biomed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections; b,d,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the neonatal intensive care unit nurse had alarm that stopped the arctic sun device, nurse restarted and wanted to confirm device was working. Mis walked through checking event log alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature). Nurse had issues with the esophageal probe earlier due to baby seizing. Patient temperature was 33.5c, target temperature was 33.5c, flow rate was 0.9lpm, checked system diagnostics, all within normal limits. Mis walked nurse through removing porthole flange, padding the porthole, straightening pad lines, and decreasing tension on fluid delivery line. Flow rate up to 1.1lpm. Mis advised device appeared to be working appropriately. Per clarification received on (B)(6)2023, baby was having seizure activity. Per customer via phone on (B)(6)2023, it was reported that the esophageal tube could not read the temperature. Patient was seizing. An electroencephalogram was done on the patient and then the patient was sedated. Patient then was able to continue with therapy. Male patient between 7 and 10 pounds. Per customer via phone on (B)(6)2023, it was reported that the baby was sedated in order to continue having therapy due to the baby having seizures. It was male child 7-10 pounds. Therapy was completed with the same device and did not go to biomed.